Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the roller was scratched and was the incorrect part; however, the repair was not completed because the account cancelled the repair. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/ final report will be submitted.

Event description:
It was reported that during kit inspection the ratchet was stuck and unable to perform the up and downward motion. No adverse event was reported as a result of this malfunction.